Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing seven occurrences of producing false negative results. Antigen and pcr was used for confirmatory testing. There was no report of patient impact. Eua#: (B)(4). The following has been provided by the initial reporter: customer reports false negative results with kit 256082. Customer reports they had around 7 incidents of false negative results using kit 256082. Per protocol the location corroborated every covid test with an antigen and pcr test. The results of the 256082 kit showed up on the analyzer as negative, while the pcr test gave a positive result.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against false negative. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found experiencing seven occurrences of producing false negative results. Antigen and pcr was used for confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: customer reports false negative results with kit 256082. Customer reports they had around 7 incidents of false negative results using kit 256082. Per protocol the location corroborated every covid test with an antigen and pcr test. The results of the 256082 kit showed up on the analyzer as negative, while the pcr test gave a positive result.